Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator black wire. The pump passed idle current test, run current test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The pump had cracked display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of absence of vibrate from the insulin pump. The customer's blood glucose reading was unknown. The customer changed the battery but anomaly persisted. The customer reported faint vibration during self-test. The insulin pump will be returned for analysis.